Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hyperglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s husband stated the cgm was displaying 205 mg/dl and he thought her values were in normal range as her glucose levels usually run a little high. However, she started to go into a coma, and he called for rescue (presumed to mean paramedics). They arrived just before she completely passed out and her blood sugar was over 700 mg/dl. The patient was hospitalized for 4 days and while in the hospital, they discovered the patient had breast cancer and a mastectomy was performed. No information was provided about treatment by the rescue team or the hospital for the high glucose level. No data was not provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.